Manufacturer narrative:
Investigation summary: customer reported complaint of ¿¿ remediation involves a software upgrade at no charge¿¿. Confirmed by performing pvt (performance verification testing), found software needs to be updated to latest version. Updated software to latest version. Upon further investigation found uso (upstream occlusion) seal is buckling. Replaced uso seal. Performed uso/dso (downstream occlusion) calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the remediation involved a software upgrade at no charge. The event happened during preventive maintenance. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: upon further investigation found uso (upstream occlusion) seal is buckling.